Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer could not print to an external or internal device. It was also noted that the electrocardiogram (ECG) connector had damaged solder joints. Also, the case was broken at the handle. Concomitant product: product ID 2067, radiofrequency head. (B)(4).

Event description:
The sales representative (sr) reported that the programmer's printer was not operational and would not print - internal or external. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.